Event description:
A falsely elevated calcium_2 (ca_2) result was obtained on a patient sample from an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The patient sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2 result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated calcium_2 (ca_2) result was obtained on a patient sample from an atellica ch 930 analyzer. Quality controls (qc) were also recovering elevated. The customer reported that building services had a water tank and filter replaced by a water company. Siemens remotely entered service diagnostics. Siemens primed the water, cleaner and diluent, and ran a full system autocheck and a water supply autocheck and all probes were primed. The customer flushed the system, and qcs were still elevated. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran an autocheck, which passed, and the water system was primed with no errors. Quality controls were acceptable. Repeated flushing and priming of the water system resolved the issue. Siemens concluded that maintenance to the water system resulted in poor water quality and poor water quality potentially contributed to the falsely elevated calcium (ca_2) result. The instrument is performing according to specifications. No further evaluation of this device is required.